Manufacturer narrative:
Other applicable components are: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a manufacturer representative, family member, and a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported that while stimulation was turned on the patient reported an overstimulation sensation in their back when they increased stimulation enough to cover the pain in their legs. A reprogramming session was desired. It was reported that an appointment was made for (B)(6) 2011 where reprogramming was performed. The patient was reported to have been receiving great coverage at that time. On (B)(6) 2013, the patient reported that they had leg weakness since (B)(6) 2013. The patient had an appointment scheduled and wanted someone to "adjust the box." The patient also reported that last month ((B)(6) 2013) a CT scan had been performed and showed degenerative disc disease. The patient reported in a letter that their appointment on (B)(6) 2013 resolved their leg weakness issue. On (B)(6) 2015, a family member of the patient reported that neither the patient programmer (pp) nor recharger would connect with the implantable neurostimulator (ins). A communication problem was reported. The patient had not charged in quite a while "but they had not been using it." An overdischarge was suspected. It was unknown if resolution of the overdischarge was achieved. On (B)(6) 2016 the family member called back and reported that the patient was going to have the ins explanted due to the previously reported issues and other medical issues. It was reported that the ins alleviated some pain but did not help with the patient's leg weakness. The date of the planned explant was unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.